Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: moisture was visible through the display lens and in the battery compartment. The pump powered on to a blank display and the remaining steps were unable to be verified. A leak test failed due to cracks found in the battery compartment along the side, from the case seal traveling to the bumper and a crack at the top right corner between the display lens and pump seal. The pump was opened; there was moisture observed throughout the pump casing. The audible alarm was also found not to be functioning due to moisture ingress.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.